Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Bg was "low" per continuous glucose monitor readings and was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.